Event description:
Patient allegedly received an implant on (B)(6) 2015 via right common femoral vein due to post trauma. Patient is alleging vena cava perforation and organ perforation. The patient further alleges pain. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿impression: ivc filter struts are seen outside the confines and are seen abutting the aorta and bowel loop.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc)/organ perforation and pain. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
07sep2017, per a report from computed tomography 2; ¿the filter cone lies against the anterior ivc wall. The anterior right strut penetrates 6 mm through the ivc wall. The anterior left strut penetrates 10 mm through the ivc wall. The posterior left strut penetrates 9 mm through the ivc wall. The posterior right strut penetrates 7 mm through the ivc wall.¿ 29mar2021, per a report from retrieval report (successful); ¿impression: technically successful removal of infrarenal ivc filter.¿

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.